Event description:
The system 6 sagittal saw was sent for evaluation due to the head coming off of the device while sawing the patients bone; the blade remained stuck in the patient's bone. The blade was removed without any issues and the case was completed with a backup devices without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of the event. No further information has been provided by the account.

Manufacturer narrative:
It was noted during failure analysis that the blade mount base was broken. The sag head assembly and blade mount base were replaced and the device was returned to the customer.